Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The unit was returned in a generic plastic bag. The visual and tactile inspection was performed and no failures were found on the returned device. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a white particulate was noted on the rotawire. A 330cm rotawire¿ and wireclip¿ torquer was selected to advance to the target lesion. During preparation, it was noted that a white particulate was found on the rotawire and that this device was not used. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a white particulate was noted on the rotawire. A 330cm rotawire¿ and wireclip¿ torquer was selected to advance to the target lesion. During preparation, it was noted that a white particulate was found on the rotawire and that this device was not used. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(4).